Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a photo is provided for a review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during the procedure, the catheter allegedly cracked. There was no reported patient injury.

Event description:
It was reported that during the procedure, the catheter allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination.the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the hickman catheter inserted in the patient. The external lumen of the catheter was found fractured at the junction of the bifurcation. The inner lumen was still intact with the bifurcation. Therefore, the investigation is confirmed for the reported catheter fracture at bifurcation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.